Event description:
The customer contacted stryker to report that their device intermittently lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.